Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated.

Event description:
Clinical narrative: (update (B)(6) 2026. An impella cp was inserted via the femoral artery to support the 44 year old female patient who had been admitted in for surgery. The pump was placed pre-operatively. Prior to the pump placement the patient was supported by oxygen and no other history was shared. On the day of implant the patient complained of leg symptoms post pump placement. When in the ICU the team discovered they could not doppler pulses on the leg accessed by the cp. When sent for imaging in CT they discovered posterior tibial and peroneal occlusion. The team made plans for vascular to perform thrombectomy. The surgical intervention was deferred as the patient's limb discomfort improved as did the blood flow. The ischemia resolved after several hours, as such no thrombectomy was necessary. The pump remained on for support for 3 days and was then weaned and explanted. The pump was explanted after the mitral valve surgery and when explanted the limb was intact with flow, no ischemia was present. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 44 year old female patient who had been admitted in for surgery. The pump was placed pre-operatively. Prior to the pump placement the patient was supported by oxygen and no other history was shared. On the day of implant the patient complained of leg symptoms post pump placement. When in the ICU the team discovered they could not doppler pulses on the leg accessed by the cp. When sent for imaging in CT they discovered posterior tibial and peroneal occlusion. The team made plans for vascular to perform thrombectomy. The surgical intervention was deferred as the patient's limb discomfort improved as did the blood flow. The pump remained on for support for 3 days and was then weaned and explanted. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.